Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse attempted to clean, use different adapters, and reboot system and issue remained. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the site experienced issues when installing force feedback instruments on one arm, while the same instruments installed normally on another arm and the issue had been ongoing. Technical support troubleshooting first gathered the site¿s description of the behavior across the two arms, then reviewed system logs and identified multiple force feedback related errors associated with both of the referenced arms. There was no report of patient involvement or reported injury.